Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-2-uni-celect-pt. Similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description according to study: global study (B)(6), grade 3 filter leg interaction with ivc wall. On (B)(6) 2015 (day of procedure), the pre-placement ultrasound was performed and revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or lower extremities. On (B)(6) 2016 (402 days post-procedure), the twelve-month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. The retrieval procedure was not scheduled due to an ongoing risk for pe. The patient was taking warfarin. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or left lower extremity. Thrombus was present in the right lower extremity. The abdominal CT with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 3. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - 11 degrees. Patient outcome: the patient remains in the study and no symptoms have been reported related to the grade 3 filter leg interaction.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device with 510(k) k121629 summary of investgational findings: imaging review confirm that the filter has perforated ivc. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description according to study: on (B)(6) 2015 (day of procedure), the pre-placement ultrasound was performed and revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or lower extremities. On (B)(6) 2016 (402 days post-procedure), the twelve-month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. The retrieval procedure was not scheduled due to an ongoing risk for pe. The patient was taking warfarin. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or left lower extremity. Thrombus was present in the right lower extremity. The abdominal CT with intravenous contrast revealed no evidence of filter embolization. Filter leg interaction with the ivc wall was noted to be a grade 3. These imaging results were not associated with clinical sequelae, intervention/treatment, or lead to filter retrieval. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - 1 degrees. Patient outcome: the patient remains in the study and no symptoms have been reported related to the grade 3 filter leg interaction.